Event description:
A pt reported blood glucose results of "36 mg/dl, 127 mg/dl, and 86 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Also, the test strips were not reacting when a blood sample was applied. The color of the test strips were "gray" in color. A check strip test was performed, which passed. The techniques for cleaning the puncture site and for applying the blood to the test strip were correct.